Event description:
It was reported that the tissue pad on instrument melted and became misaligned from blade. There was no other information available about when the failure occurred during case. A second instrument was used to complete case with no patient consequence.